Manufacturer narrative:
Age at time of event: 18 years or older. The device is a combination product.

Event description:
It was reported difficulty crossing the lesion, difficulty removing, and shaft break occurred with a stent balloon expandable device. The target lesion was located in the mildly calcified right coronary artery (rca). A 3.50 x 38 synergy stent balloon expandable was advanced but was unable to cross the target lesion. The device was hard to remove, the shaft became longer, and once outside the patient, a shaft break was noticed. It was noted that the shaft break occurred outside the patient, and that the shaft was slightly attached. Rotablation was then performed on the stenosis and fixed it. The procedure was completed without patient complications and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. The device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis broken into two sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. An examination (visual and via scope) of the tip identified tip damage. An examination (tactile, visual and via scope) of the shaft polymer extrusion identified a break in the mid shaft extrusion, immediately proximal of port bond. Stretching of the extrusion was noted on both sides of break. The break separated the distal shaft and exposed the corewire, which should be located within the distal inflation lumen. Multiple kinks noted along distal shaft polymer extrusion. Damage was also noted to the distal inner shaft; bunching/accordion damage was noted to the distal inner from 2 to 4mm distal of the bi component bond. An attempt was made to load the distal section of the device onto a 0.014 inch guidewire via tip, however the wire could not be loaded as it could not pass the bunching damage noted to the distal inner. No other issues were identified during the product analysis.

Event description:
It was reported difficulty crossing the lesion, difficulty removing, and shaft break occurred with a stent balloon expandable device. The target lesion was located in the mildly calcified right coronary artery (rca). A 3.50 x 38 synergy stent balloon expandable was advanced but was unable to cross the target lesion. The device was hard to remove, the shaft became longer, and once outside the patient, a shaft break was noticed. It was noted that the shaft break occurred outside the patient, and that the shaft was slightly attached. Rotablation was then performed on the stenosis and fixed it. The procedure was completed without patient complications and the patient was reported to be stable following the procedure. It was later reported that the lesion was very calcified. Rotablation was then performed on the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older. The device is a combination product.

Event description:
It was reported difficulty crossing the lesion, difficulty removing, and shaft break occurred with a stent balloon expandable device. The target lesion was located in the mildly calcified right coronary artery (rca). A 3.50 x 38 synergy stent balloon expandable was advanced but was unable to cross the target lesion. The device was hard to remove, the shaft became longer, and once outside the patient, a shaft break was noticed. It was noted that the shaft break occurred outside the patient, and that the shaft was slightly attached. Rotablation was then performed on the stenosis and fixed it. The procedure was completed without patient complications and the patient was reported to be stable following the procedure. It was later reported that the lesion was very calcified. Rotablation was then performed on the lesion.